Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall adapter and a thrid party charging cable. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using tandem provided charging cable and 3rd party wall adapter. There was no reported adverse impact to the customer¿s blood glucose level.